Event description:
Customer reported an artifact in images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned dust particles off of the camera and image intensifier lenses. System operates as intended. (B) (4).